Event description:
The surgeon reported that he implanted an 18cm x 28cm piece of permacol to repair a ventral hernia, the defect measuring 21cm x 24cm. The patient recently returned during follow-up with a recurrent henia. The patient underwent repeat surgery in 2006 to repair the hernia which was reported to be at the perimeter of the permacol implant. The surgeon commented that there were no adhesions and the permacol was intact. The surgeon elected to remove the sheet of permacol and replaced it with ptfe.

Manufacturer narrative:
To date there has been no lot number information provided by the surgeon however, tsl can confirm that the product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized and has undergone sterilization validation and dose audit studies in accordance with iso11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Tsl have requested further information in relation to this incident however to date no further details have been received.